Event description:
It was reported during a regular refill procedure, the healthcare professional (hcp) noted a motor stall had occurred. Logs were checked and identified a motor stall occurred on (B)(6) 2014 and a recovery on (B)(6) 2014 (date of interrogation). It was noted the pump was "probably" in telemetry mode/state. Emi as a root cause could not be identified. The pump was reprogrammed and the pump logs were document as "normal". No volume discrepancies were observed, there was no therapy impact observed and the patient was doing fine. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).